Event description:
It was reported that this device exhibited beeping tones and was subsequently seen in-clinic. It was noted that variable shock impedance from the right ventricular (rv) resulted in the beeping tones. The physician performed provocative maneuvers to verify the rv lead integrity and the patient was enrolled in remote monitoring. It is unknown at this time if the rv lead is a boston scientific product. At this time, the device remains implanted and in service and the patient was stable with no adverse consequences.

Manufacturer narrative:
This report is being filed for additional information in b5 and h6.

Event description:
It was reported that this device exhibited beeping tones and was subsequently seen in-clinic. It was noted that variable shock impedance from the right ventricular (rv) resulted in the beeping tones. The physician performed provocative maneuvers to verify the rv lead integrity and the patient was enrolled in remote monitoring. It is unknown at this time if the rv lead is a boston scientific product. At this time, the device remains implanted and in service and the patient was stable with no adverse consequences.